Event description:
A physician reported a pt who was initially skin tested on 11/13/98 and on 12/04/98 with negative results. On 12/14/98, the pt was initially treated. On 02/08/99 the physician treated the pt in the upper and lower vermillion borders and the oral commissures. The procedure was without event. On 02/22/99 the pt was seen and the physician noted "rosacea-like" symptoms, as well as lumps, pimples, and inflammation in the lower vermillion border. The pt stated the symptoms had been present since the last treatment on 02/08/99. The physician noted the symptoms had greatly improved. On 03/29/99 the pt was examined in follow up and the physician noted significant erythema, edema, and hypopigmentation in the oral commissures. No medical treatment was documented as being provided on that date. On 04/12/99 the pt was seen and the physician noted lumpiness erythema, and deep papules at the oral commissures, and deep papules at the cupid's bow of the vermillion border. The skin test sites were noted to have no symptoms. The physician diagnosed hypersensitivity and prescribed topical desowen and sepctazole.